Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of reported issues is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During device evaluation, the service repair technician indicated that missing thixotropic adhesive (ke45) was found around the forceps cover, and tiny chipping at the pink probe and pinholes in the cement were found. There was no patient involvement.